Event description:
After using the amo complete moisture plus contact solution, my eyes became red, itchy, and swollen. I will discontinue the use of this product immediately. Dates of use: 2007 - 2007. Diagnosis or reason for use: contact lens zb.